Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on an unknown date, after a hip prosthesis procedure, the surgeon had to remove a fns due to a broken lcp 5.0 screw. Two (2) weeks after the initial procedure, acute pain and worsening mobility was reported. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 star drive 44mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint device was not received for investigation. The image(s) was reviewed, and the complaint condition could be confirmed as the screw is seen to be broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : part: 412.216s, lot: 3l50378, manufacturing site: selzach, release to warehouse date: 14 feb 2019, expiration date: 01 feb 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.